Manufacturer narrative:
(B)(4) date sent: 7/23/2021 additional information: the device was received and is pending review. When the analysis is completed, a supplemental medwatch will be sent with a summary of the evaluation.

Manufacturer narrative:
(B)(4). Date sent: 8/16/2021. Investigation summary the product was returned to ethicon endo-surgery for evaluation as a complaint for a psee60a device, visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned not sterile, with no apparent damage and with the tyvek along with the device. Further analysis showed that the artwork on the tyvek belongs to a psee60a device. Additional investigation of the returned lot number on the tyvek indicated that a psee45a device was packaged as a psee60a, based on the batch number of the returned device. As part of our quality process, the manufacturing records of this batch and lot were reviewed, and the manufacturing standards were met prior to the release of this batch and lot. This defect has been correlated to the manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that while in the operating room, the nurse took the powered echelon flex out of the box (this box belonged to a bariatric kit), but it turned out to be a 45mm endocutter and not a 60mm endocutter as indicated on the box. The 45mm powered echelon flex couldn't be used, so they had to look for another 60mm powered echelon flex box. No patient consequence reported.